Event description:
A 4f sheath prepped in usual manner. Sheath inserted into rt femoral artery without incident over 145cm .035 medtronic wire. Pigtail advanced over the wire up to arch. The pigtail did not form its usual curve properly. So they chose to get a new pigtail. While backing the pigtail out over the wire dr noticed oozing and asked to size up to 5f sheath. As he began backing the 4f out over the wire only the hub came. Reporter prepped a 7f sheath and prepared a peripheral snare for retrieval of the rest of the sheath. Eventually a 9f sheath was used and the sheath piece was successfully retrieved.